Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion located in the left anterior descending coronary artery that was both moderately calcified and tortuous. The balloon of the nc trek was inflated at 2 to 8 atmospheres gradually. It was confirmed to rupture at 8 atmospheres during the first inflation by fluorography. Upon removal outside the patient, a pinhole rupture was confirmed. Another device was used to continue the procedure without incident. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.